Manufacturer narrative:
(B)(4). Batch number: p55l4k. Investigation summary: the analysis results confirmed that four gst60b cartridges were received sterile with no apparent damage. The cartridges were opened and tested for functionality with test device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please clarify what is meant by, ¿staple line didn¿t close¿? Staple line was open, clips didn´t hold. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Staples were malformed. Were there staples missing from the staple line? No , did not remain in tissue. Was the staple line formed but oversewed to control bleeding? It was overstitched because it was bleeding and leaking. Was the staple line formed but oversewed to close a leak? It was overstitched because it was bleeding and leaking. It was reported that 4 gst60b reloads were involved. Did the same issue occur with 4 reloads? If no, please explain. The issue occurred with all the used reloads of the package what was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? 1st follow-up for additional information to affiliate: can you please clarify what is meant by, ¿staple line opened¿? Bleeding and leaking what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Staples were malformed. Were there staples missing from the staple line? Did not remain in tissue. Was the staple line formed but overstitched to control bleeding? See below. Was the staple line formed but overstitched to close a leak? It was overstitched because it was bleeding and leaking. It was reported that 4 ecr60w reloads were involved. Did the same issue occur with 4 reloads? If no, please explain. The issue occurred with all the used reloads of the package why are 8 reloads being returned? So it was assumed that the whole batch was malfunctioning. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Ec60a (long60a). You provided information about bleeding and leakage that occurred. How much blood was lost, was a transfusion necessary? Or was it oozing from the staple line? Oozing from the staple line. Only from the staple line. No transfusion was necessary the analysis results confirmed that four gst60b cartridges were received sterile with no apparent damage. The cartridges were opened and tested for functionality with test device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that the staple line didn´t close. Overstitched. There were no consequences for the patient.